Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed in pump logs (B)(6) 2016. Bolus requests were made without the user entering current bg levels, and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced fluctuating blood glucose (bg) levels of 260 mg/dl and 41 mg/dl. Reportedly, the user suspects that the pump is the cause of the elevated bg level and stated that the pump had fallen off of the counter prior to the event. During troubleshooting with tandem's technical support, it was reported that during fill tubing, drips of insulin were not coming out at regular intervals. Reportedly, the user suspects the low bg level was due to the luer lock; however, this could not be confirmed. The user addressed low bg level with carbohydrates. Reportedly, the user reverted to an alternate non tandem pump and their bg level was 120 mg/dl at the time of the report. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.